Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received notification that an eye station would not boot up. Support determined the issue was related to a failed hard drive. On 11/22/2016, additional information was received from the customer that indicated the system was five(5) to ten(10) years old . Because fas (fluorescein angiograms) could not be performed, patients had to be rescheduled. In order to resolve the issue, it was determined a new system would be required and the customer was placed in contact with the sales department. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. (B)(4).